Event description:
A customer contacted beckman coulter inc. (Bec) stating the coulter lh 750 hematology analyzer was found to be leaking cleaner from the reticulocyte stain chamber drain tubing. Per customer, the leaking amount was approximately 10ml and was contained. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
The customer did not want to troubleshoot and did not want to use reticulocyte analysis on the instrument. A field service engineer (fse) went on-site (B)(4) 2011 and found that the retic stain chamber tubing was disconnected. Fse replaced the tubing and performed startup and qc with good results. The root cause for this event was the disconnected retic stain chamber drain tubing. (B)(4).